Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a sharp decrease in power consumption and estimated flows on (B)(6) 2025, leading to parameters below normal operating range. In addition, one hundred thirty (130) low flow alarms were logged since (B)(6) 2025. As a result, the reported low flow event was confirmed. Of note, the site provided information stating there was suspected thrombus and the patient experienced a transient cerebrovascular accident (tca). The patient was treated for pulmonary edema, diabetic ketoacidosis, hypoxia, ischemic stroke, and kidney dysfunction. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event may be attributed to external factors such as thrombus at the inflow cannula/outflow graft. Per the instructions for use, device thrombus, respiratory dysfunction, renal dysfunction, and stroke, are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus and neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad) presented with pulmonary edema and diabetic ketoacidosis (dka). Additional issues included thrombus with possible inflow cannula (ifc) obstruction, low flows related to the device, vomiting, shortness of breath, hypoxia with oxygen saturation in the 70s, elevated lactate of 12, acidosis with a ph of 6.9, and kidney dysfunction with elevated creatinine. The patient was found to have an ischemic stroke involving the right transient cerebrovascular accident (tca), complete occlusion of the right internal carotid artery, and right p2 segment occlusion, no midline shifts as confirmed by computed tomography (CT) imaging. The patient was initially placed on bipap, then intubated due to hypoxia and acidosis. The patient was later extubated and after diuresis breathing on their own.  The patient continued to experience some kidney dysfunction. The patient was treated for pulmonary edema, diabetic ketoacidosis, hypoxia, ischemic stroke, and kidney dysfunction. The patient was not on coumadin but had been on a direct oral anticoagulant. Which was subtherapeutic for over two months and was subsequently switched. Poor caregiver support was noted as a relevant factor for outcome planning. The overall plan included a palliative care discussion. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.